Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The results were obtained before and after pregnancy. On (B)(6) 2023, the patient sample was tested with the hiv combi pt assay and yielded a result of 54.31 coi (reactive, cut-off value 1.0). Testing with another hiv assay on the same date yielded a result of 0.42 coi (non-reactive, cut-off value 1.0). On (B)(6) 2023, polymerase chain reaction (pcr) testing of the same sample indicated 'target not detected.' On (B)(6) 2023, the patient sample was tested again with the hiv combi pt assay, yielding results of 61.96 coi (reactive) and 56.24 coi (reactive) in separate runs. On 24-apr-2023, the same assay produced a result of 61.33 coi (reactive), while another hiv assay yielded a result of 0.40 coi (non-reactive, cut-off value 1.0).

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Calibration and quality control data were reviewed and confirmed to be within expected ranges. Further internal testing of the patient sample from (B)(6) 2023 yielded a result of 72.2 coi (reactive). Additional analysis indicated that the result was a false reactive, as the sample reacted with only one hiv-specific antigen, which is consistent with known assay performance characteristics. The specificity of the elecsys hiv combi pt assay is less than 100%, and single false reactive results may occur. The root cause was attributed to a false reactive result. The device remains in operation at the customer site.